Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk limbs). It was reported that the device was displaying power-on-reset(por) message and therapy had stopped due to por. The patient was in their home when they saw the message. There were no recent medical tests or electromagnetic interference exposure. A warning por was reported. The por code could not be cleared. It was recommended that the patient follow up with a physician to have device interrogated. A list of physicians was sent to patient. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they met with the manufacturer representative to resolve the power on reset message with a reset and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.